Event description:
This case was reported by a lawyer and described the occurrence of an unspecified injury in a female patient who used gsk denture adhesive (formulation unknown) (super poligrip) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Medical records received (B)(6) 2011: on (B)(6) 2010, the patient was seen by a hematologist to evaluate leukopenia and anemia. She had abnormal blood counts since (B)(6) 2009, with progression until (B)(6) 2010, when she was diagnosed with myelodysplastic syndrome. She had been treated with a transfusion and started on grown factor prior to this, and she had also been diagnosed with fungal esophagitis, (B)(6) infection and ulcer. Genetic testing was normal, and bone marrow showed increased blasts of multi-lineage dysplasia. Her anemia was stable on aranesp/epo therapy, but she continued to have significant neutropenia with symptoms. It was decided to explore allogenic bone marrow transplant at that time. On (B)(6) 2010, the patient saw a neurologist with numbness, tingling, and cold sensation in the feet that had worsened over the two days prior. The symptoms had also moved into her hands, and she also had leg weakness with no sensation on the plantar aspect of her feet. At follow up on (B)(6) 2010, copper level was measured at 11 and zinc was 190. At follow up on (B)(6) 2010, the patient's blood counts had stabilized and she had yet to match for a bone marrow transplant. At follow up on (B)(6) 2010, MRI of the lubosacral spin showed an annular tear and protrusion at the l4 to l5 with stenosis at l5 to s1 and cervical MRI showed multiple disc protrusions at multiple levels with indentation of the cord. At a visit on (B)(6) 2010, it was noted that the patient was involved in a lawsuit regarding dental material she used that caused peripheral neuropathy. At follow up on (B)(6) 2010, it was noted that the patient was on copper supplementation. At a hematology visit on (B)(6) 2010, the physician questioned whether the patient's symptoms could be due to abnormal bone marrow or possibly related to her abnormal copper level. In (B)(6) 2010, the patient was hospitalized with pancreatitis and managed medically. At follow up on (B)(6) 2011, the patient admitted to having problems with addiction and inability to control medication usage with alcohol and drug abuse. She had been in rehabilitation multiple times in the past. It was noted that the patient's peripheral neuropathy symptoms had been slowly receding with only neuropathy in the legs and her blood count had been normal "lately" on copper supplementation. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).